Event description:
It was reported that while using bd difco¿ cetrimide agar base atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-00549 was sent in error. The erroneous result that occurred was not on a patient sample it was a control sample and therefore, not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd difco¿ cetrimide agar base atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.